Event description:
It was reported that the patient experienced undesired burning sensations and was having difficulty charging the implantable pulse generator (ipg). The patient under an ipg replacement procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced undesired burning sensations and was having difficulty charging the implantable pulse generator (ipg). The patient under an ipg replacement procedure. No further information has been obtained.